Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/16/2016. The fse found that the syringe pump required replacement. The fse replaced the syringe pump to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca controls failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.